Manufacturer narrative:
Additional manufacturer narrative: this medical device report was inadvertently filed under manufacturer registration number 1531186. The correct manufacturer registration number is 3004493922.

Event description:
(B)(4). Injury alleged. Malfunction alleged. Per end user when guiding to a bed or chair it veers very heavily to the right. Caregiver alleges injury to shoulder and glut while trying to maneuver the lift. MDR filed.